Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that there was a problem with the implantable pulse generator (ipg) and the "antibiotics on the leads". The patient got an infection shortly after implant and passed away. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from the patient's physician that indicated that the patient did not have an infection. There was a rash felt due to the skin glue or a drug reaction but the cultures and white blood cell count were both negative for infection. In addition, there were no issues noted with the implantable pulse generator (ipg) system that caused or contributed to the patient's death.